Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. The capsule was found in the pt's mouth. No injury to the pt was reported.